Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued and an issue was reported regarding that the adc device would not power on with button press or test strip insertion. As a result, the customer was therefore unable to monitor glucose and experienced sweating. The customer was treated with fruit juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.